Event description:
Report rec'd from an abbott international affiliate of a tubing separation. It was reported that the monitoring kit was connected to a catheter in the left radial artery of a pt in the ICU in 2004. The transducer was not pt mounted but was laid on the bed next to the pt. Five days later, the physician and the nurse noticed bleeding from the arterial line and discovered that the tubing was "disconnected" from the end of the 3-way stopcock on the side closest to the pt. It was reported that the blood loss was approx 32g. Immediate action was taken and the bleeding was stopped by an unspecified means. The arterial line was discontinued as previously planned. There were no reported adverse pt effects. The pt was transferred to a general ward. Though requested, no add'l info was provided.